Event description:
The manufacturer received information that a trilogy ev300 ventilator failed active exhalation control module (aecm) verification testing. There was no patient involvement, and no harm or injury was reported. A philips field service engineer replaced the proportional valve (aecm) and the 3-way solenoid valve to address the issue. After component replacement, a hard reset was performed, and the machine was powered on for a 15-minute runtime. Log files were cleared, and a circuit calibration was completed. A preliminary system test was conducted and passed successfully. The fse then proceeded with the final test, which also passed. The unit was successfully return for customer to use.